Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 34 days and 10 hours of data ((B)(6) 2019 ¿ (B)(6) 2019, per the time stamp). Towards the end of the log file on (B)(6) 2019 at 4:58, 5:05, and 5:15, multiple driveline faults and the corresponding yellow wrench advisory alarms were active. These alarms appeared to be associated with the measurement of phase 2 being out of the normal range as compared to phase 1 and 3. The driveline fault alarms did not affect the controller¿s ability to operate the pump at the set speed. Prior to the first captured driveline fault alarm, there were no other notable alarms or events active in the log file. A review of the log file submitted following the exchange of the controller contained approximately 12 minutes of relevant data ((B)(6) 2019: 11:13 ¿ 11:25, per the time stamp). Several power cable disconnect alarms were observed, which appears consistent with the request of technical services to exchange the controller and perform 25 power cable disconnects. The pump appeared to function as intended above the low speed limit, and the driveline data appeared normal with no driveline fault alarms being active. The system controller was not returned to abbott for analysis nor the serial number was reported. An attempt was made on (B)(4) 2019 to obtain additional information from the customer regarding the reported event as well as the serial number of the system controller; however, no additional information was provided. Although it was confirmed, a specific root cause for the driveline fault alarms was not conclusively determined through this analysis. Similar incidents of driveline fault alarms have been identified and a corrective/preventive action has been implemented to address this issue. The system controller was exchanged, and no further issues have been reported at this time. Reports of similar events will continue to be tracked and monitored. Heartmate ii patient handbook section 5- ¿alarms and troubleshooting¿ and heartmate ii instructions for use, section 7- ¿alarms and troubleshooting¿ explain all alarms, including driveline fault alarms, and the proper actions to take if the alarms cannot be resolved. Heartmate ii lvas IFU and heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline faults noted in their log file history during interrogation. The patient denied hearing any alarms. Log file analysis captured multiple driveline fault events on (B)(6) 2019. It was recommended to exchange the system controller. A second log file was reviewed following system controller exchange and the log file did not capture any additional driveline faults. No additional information was provided.